Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system displayed a message saying that universal surgical manipulator 3 (usm3) was not ready when installing the camera onto usm3. The customer reseated the drape and re-docked the usm, but the issue recurred. The customer moved the camera to usm2 and continued the procedure. The technical support engineer (tse) stated the system event logs showed that usm3 did not have a sterile adapter connected. Tse requested the customer verify that a sterile adapter was connected to the instrument carriage on usm3. Customer reseated the adapter onto usm3 and the event logs still showed that there was no adapter on usm3, indicating possible bad presence pins on usm3. The procedure was continued without usm3. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found a small fragment of plastic laying on the carriage where the drape connected. The fse removed the fragment and tested the system and no further issues were observed. The system was ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.